Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Upon investigation it was found that the device had a previously reported malfunction due to a bent comb. This report is being submitted as an initial final report. UDI#: (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher has no power. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 2 may 2012 and it was noted that the comb was bent and the roller was damage on the device. No testing could be performed with the mesher due to the bent comb. Repair of the mesher occurred the same day and involved replacing the comb and the roller. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was bent and that the roller was damaged, both failures that would prevent the graft from being pulled through the device as intended, it cannot be determined from the information provided as to what caused these failures with the device. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the device had no power. The event occurred during surgery and there was no harm, no delay reported. During the investigation, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.